Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss, subsequent to sustaining a head trauma (date not reported). There are plans to replace the lost fixture, however, it is unknown if this has occurred as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Correction: the correct catalog number is 93334; not 93330 as previously reported. This report is filed november 13, 2013.